Manufacturer narrative:
After further review, this complaint was found to be a duplicate of MFR# 1710034-2020-00557. This event has been over-reported.

Event description:
It was reported that black markings were found on 2 bd insyte¿ autoguard¿ shielded IV catheters packaging units before use. The following information was provided by the initial reporter: "there is black markings on the catheter packages."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black markings were found on 2 bd insyte autoguard shielded IV catheters packaging units before use. The following information was provided by the initial reporter: "there is black markings on the catheter packages".